Event description:
It was reported that the lead exhibited unacceptable threshold. Via x-ray it appeared to be in a different position than it had been at implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.